Manufacturer narrative:
An event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to ipg becoming inoperable. The leads were explanted and replaced for better coverage. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000108748.

Event description:
Related manufacturer reference number: 3006705815-2023-02380. It was reported the patient had his scs ipg and right sided lead was replaced because the ipg was inoperable and for better coverage. Stimulation therapy was reportedly restored postoperatively.